Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 7 years and 1 month. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the health professional responded to an alarm coming from the patient's room and found the patient on the floor and unresponsive. The patient cable was disconnected from the power module and the power module was unplugged from the wall outlet. The health professional reported the alarm sounded like a daily self-test but was unsure. The system controller was exchanged due to the patient being unresponsive. The power was restored with batteries. The pump was then returned to power module support with good estimated flows. It was reported that the patient showed no neurological dysfunction and is doing well. It was also reported that the pump is operating as intended without issue.

Manufacturer narrative:
The reported loss of power to the system controller resulting in a pump stoppage was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined. The patient remains ongoing on pump support and no additional events have been reported at this time. Review of the submitted log file revealed that the pump appeared to be operating as intended with no atypical alarms or parameter changes recorded until a time clock reset was captured, indicating a total loss of power to the system controller. The patient appeared to be operating on the power module prior to the loss of power. A resulting pump stoppage event was captured, correlating with a low speed hazard and low flow hazard alarms. The pump disconnected and controller cell low alarms were also active at this time, indicating that the percutaneous lead had been disconnected from the system controller. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.